Event description:
Allegedly, patient experienced pain in his hip and testing revealed high cobalt levels that could lead to cobalt poisoning.

Manufacturer narrative:
Section b.5: additional information in description / section d.6a : implant date change and section d.6b explant date change/ sections e.1 and f.3 the surgeon name and hospital name change.

Event description:
Allegedly, patient experienced pain in his hip and testing revealed high cobalt levels that could lead to cobalt poisoning. Additional information received on 07/11/2022: patient underwent index surgery on his right hip on (B)(6) 2006. Patient subsequently underwent revision surgery on (B)(6) 2019. He alleges cocr corrosion at the neck/stem junction, but he did not receive a cocr neck or stem. He does allege elevated metal ions, and he did receive mom head/cup devices.